Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 32 mg/dl at the time of the event. The customer was disconnected during priming. The customer is living without a pancreas, and the doctors think that her liver is holding insulin. Nothing further was reported.